Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m2 segment of the middle cerebral artery (mca) using a penumbra system red 43 reperfusion catheter (red43), a penumbra system red 62 reperfusion catheter (red62), and a neuron max 6f 088 long sheath (neuron max). During the procedure, while removing the red43 from the red62 to perform aspiration, the physician experienced resistance and noticed that the red43 fractured near the midshaft. The red62 containing the red43 was removed. The procedure was completed using a penumbra system red 68 reperfusion catheter (red68), a penumbra system 3max reperfusion catheter (3maxc), and the same neuron max. There was no report of an adverse effect to the patient.